Manufacturer narrative:
The customer called in to technical services and a new footswitch was ordered. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4)

Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "footswitch stopped working" (device inoperable); "switched to another system." (No code available. A nurse reported during a case, the footswitch stopped working. The system and the footswitch were switched out to complete the case. There were no injuries reported.